Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3776-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).

Event description:
The patient went to charge this morning and a power on reset (por) displayed. The ins still had a half battery and he does not let it go low. The battery has never has been below half. He felt stimulation but has not turned his device on yet while charging today. He has not had any medical appointments or been around high emi sources. He was not able to adjust stimulation with his patient programmer. It was later reported that he did not visit his doctor regarding this event. The issues were resolved by clearing the por. It was noted that the ins bothers his back. He didn't have back problems until he had the original device implanted which he has had since. He has constant back pain at the lead site. The device works great for his knees but his back was always "killing him". Prior to this device being implanted he has three knots in his back. One of the knots has gone away and one has gotten smaller. His ins was implanted at the right side of his belly. Additional information has been requested.

Event description:
It was further reported that the patient was not able to adjust stimulation with his patient programmer. It was noted that the patient saw a circle with a line "through the middle" on the programmer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).